Manufacturer narrative:
Date of report: 23aug2021.

Event description:
The customer reported that a ventilator's screen fell off. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
The device was not in clinical use at the time the deficiency was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). It was reported that work would not be performed due to cancellation by the customer. The customer left a voicemail indicating a cancellation request was submitted with philips. The repair was reported to have been completed in-house by the customer. Multiple attempts were made to retrieve device repair, or diagnostic information has yielded no response from the customer. It was reported that the system met the specification for the performed service and was returned to use. Based upon the information provided, the root cause cannot be determined in the assessment of this complaint due to the lack of further information furnished by the customer.